Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6)2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not power on even when plugged into ac. There was no patient involvement.

Event description:
It was reported that the device will not power on even when plugged into ac. There was no patient involvement.

Manufacturer narrative:
Add b5, h6(conclusion). Correct g3. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from (B)(6)2019 to (B)(6)2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.